Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during laparoscopic nephrectomy procedure, the device balloon was physically broke and leaks gas/air. There was rapid loss of abdominal pressure due to the device issue. Used a new trocar to complete the case. No patient injury has been noted.